Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started on the morning of (B)(6) 2012. At the time of the call, the patient informed the cca that she does not take any medications to manage her diabetes and denied making any changes to her usual diabetes management regimen in response to the alleged power issue. However, reported developing symptom of "thirsty" a few days prior to contacting lfs. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient have the subject meter or test strips with her. The patient informed the cca that the subject meter's battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue started.